Event description:
A review of service data detected a reportable event. Upon servicing battery pack sn (B)(4), it was discovered that the battery pack had a blown fuse. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon service investigation the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blown fuse could not be positively identified. No adverse event resulted from the blown battery fuse. The last patient to sue this battery pack did not report any deficiencies.